Manufacturer narrative:
A manufacturer representative went to the site to service the device. The system was functioning properly after replacing the camera. Evaluation of the returned camera found no fault with the device. Other relevant device(s) are: product ID: 9733437r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system only had one beep upon boot up. The camera was displaying a green led for power but nothing else. The scu power light was flashing green and the top two indication lights were green. Power cycling the scu didn't change behavior. Ndi tool box was displaying an error stating it was unable to connect. However, when the camera was unplugged from the scu and power cycled, then the scu was showing connected with the error " detected a position sensor on port 1 but could not establish communication". After this the scu had a the two green indication lights and a red. No patient present